Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following sequence of events: she was admitted to (B)(6) medical center for chest pain and diabetic ketoacidosis on (B)(6) 2012. The patient had called her pump trainer at 4 a.m. On (B)(6) 2012, stating that her blood glucose (bg) was 579mg/dl. The patient had completed an infusion set change the day before in the p.m. During this call to the trainer, the patient was instructed to give a 5 unit bolus into the air. The patient stated that no insulin came out of the pump and it was all air in the cartridge, no insulin. The patient then gave a shot of insulin at that time for the high bg and about 4 hours later called the trainer stating her bg was now in the 300s and she felt hungry. The patient then called back in another half hour and stated she felt nauseous, was vomiting, and had chest pain. The patient was instructed to go to the emergency room (ER) by the trainer. The patient went to ER and was admitted with a diagnosis of diabetic ketoacidosis. On admission to hospital, pump was removed per hospital policy and the patient given intravenous insulin. The patient is due to be released from the hospital within the next two days, and will be starting back on pump therapy after meeting with her trainer again in august. The patient reportedly has very poor vision and is unable to see any air bubbles. She had been using refrigerated insulin, not room temperature insulin as the user manual instructs. During troubleshooting with the pump trainer, it was noted that the patient was using improper technique to fill the cartridge, pulling air back into the cartridge and resulting in air bubbles in the cartridge. There is no indication or allegation of a pump malfunction. This complaint is being reported because use error cannot be ruled out as possible contributor to this incident of diabetic ketoacidosis.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.